Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had their first radiation of abdomen and  that night, patient felt zapping from stimulator. Reports patient than turned stimulation on/off and finally the zapping sensation stopped.